Event description:
New gripper with y-site & injection cap place without difficulty c0830 on 11/2/98 c 0930-1000 y-site cap off - intravenous fluids infusing but blood back out of y-site estimated blood loss - 15cc - pt has long standing history of line infections - tubing clamped - gripper removed and a new gripper placed.